Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01121. Proposed component code: mechanical (g04)- stem. Concomitant medical products: unknown cup; unknown head; unknown liner. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised appoximately 10 years post implantation due to discomfort. The physician suggests heterotrophic bone growth created inflammation. The liner was removed and replaced. Attempts have been made and no further information is available.